Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. During the index, the patient underwent intervention with the deployment of 2 drug eluting stents. One in the proximal left anterior descending (lad) and another in the 1st obtuse marginal (om). Post procedural residual stenosis was 0% with timi 3 flow noted. The patient received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600mg and started aspirin 325 mg dosing. One day later, the patient received the study medication dose of 75mg clopidogrel and was discharged from hospitalization. In (B)(6) 2011, the patient was randomized to clopidogrel/placebo arm, and was administered the first dose. In (B)(6) 2012, the patient experienced cardiac chest pain and was hospitalized. The patient was admitted with chest pain and some diaphoresis. An intervention was performed to prevent permanent impairment or damage. Electrocardiogram was mildly abnormal and troponins were negative. The pain improved with oxygen and nitroglycerine. The patient underwent cardiac catheterization and it revealed hemodynamically significant stenosis of the mid left anterior descending (lad) for which the patient received an unknown size drug eluting stent. The outcome of the event was reported as recovered/resolved and the patient was discharged.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).